Event description:
Prior to a rotational atherectomy procedure, a foreign substance was found on the wire. Upon removal from the packaging, a substance that "looked like mold" was found on the wire. No pt injuries or complications were reported.